Manufacturer narrative:
Neither device nor photo samples are available for evaluation. Without the returned device, a probable cause is unable to be determined. Additional contact information section e (B)(6).

Event description:
The event involved ext set, smallbore with clave in which the customer reported that the solution leaked from the blue site during infusion of normal saline. There was no bleed back and the device was not reprocessed or re-sterilized. There was no physical damaged noted on the device. The set was replaced and therapy resumed. There was patient involvement, no patient harm and no delay in critical therapy.